Manufacturer narrative:
Investigation results:   visual evaluation of the returned device revealed that the cord was partially broken adjacent to the snare plug. Residues were found on the device which indicate use or handling. There were no melted sections noted on the cord. Functional analysis could not be performed due to the condition of the returned device.   The complaint was not confirmed, the device does not have melted sections on the cord. Due to anatomical or procedural factors encountered during the procedure could have affected the device performance and its integrity. Therefore, the most probable root cause classification for the reported failure is operational context.

Event description:
It was reported to boston scientific corporation that an active cord was used during a procedure. According to the complainant, during the procedure, the snare handle started to smoke when they stepped into the pedal. They noticed that the active cord was burned and almost completely melted through. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an active cord was used during a procedure. According to the complainant, during the procedure, the snare handle started to smoke when they stepped into the pedal. They noticed that the active cord was burned and almost completely melted through. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.